Manufacturer narrative:
The investigation of automated imeplla controller (aic) - buzzer/ alarm malfunction has been completed. Data analysis: console logs were reviewed but were not necessary for the complaint. Device analysis: inspection of the internal circuitry of the console revealed the speaker cable to be unplugged. Conclusion: the root cause for the inaudible alarms was an unplugged speaker cable. D2 common device name revised on manufacturer device report 1220648-2024-20067 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-20067 in accordance with updated procedures.

Event description:
The complainant had a console being used for training. The automated impella controller had no audible noise on alarm. There was no patient use and as such no harm or injury.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.